Event description:
A report was received that the patient was experiencing pain at the ipg pocket site and inability to charge the ipg due to hematoma. The physician evacuated the hematoma and the patient was doing well postoperatively.